Event description:
During a tubal procedure, the fallopian tube clip was being applied. The clip did not close properly. The metal spring (metallic piece of clip) came off in the pt. The spring was removed with an atraumatic grasper forceps. No other clip was applied to the fallopian tube. The method of tubal procedure was changed to cauterizing with kleppinger forceps. There was approx one half hour longer with the surgery. No pt consequences were reported.

Manufacturer narrative:
Eval summary: the user facility returned the actual fallopian tube clip that was retrieved from the pt and additionally, the remaining clips from the specific lot number. The plastic jaw components and the metal springs were found to be within dimensional and physical tests specification. There was no damage to any of the components. The user facility has only two applicators for tubal procedures but declined to send any applicator in for test and inspection. The user facility was given a replacement box of clips. Cause of event: no conclusion can be drawn. The richard wolf technical manual includes caution when used for pts with adhesions.